Event description:
Additional information reported that (B)(6) 2021 is when the patient presented with aphasia and dysarthria immediately following extubation. (B)(6) 2021, no evidence of aphasia or dysarthria, speech back to baseline. Computed tomography (CT) head scan showed focal hypodensity in the left caudate nucleus suggestive of acute infarct. No acute intracranial hemorrhage or apparent mass lesion. Stroke etiology was determined to be secondary to exert heart failure with decreased ejection fraction. The reported plan was comprehensive intrathoracic pressure regulation (ipr) intervention with all disciplines. No bleeding noted and no further information provide.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . A direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events could not conclusively be established through this evaluation. The account communicated that the patient presented with neurologic dysfunction. During post-operation, the patient was extubated but would not open their eyes and would not respond verbally. A stroke alert was called, and a neurology exam was performed. The account reported there was no lateralizing weakness but drift in all extremities, no aphasia was noted, and the patient experienced dysarthria. A computed tomography (CT) head scan was performed and revealed focal hypodensity in the left caudate nucleus suggestive of acute infarct. No acute intracranial hemorrhage or apparent mass lesion. Stroke etiology was determined to be secondary to exert heart failure with decreased ejection fraction. According to the account, the reported plan was comprehensive intrathoracic pressure regulation (ipr) intervention with all disciplines. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29sep2021. The heartmate 3 lvas IFU rev. C, is currently available. This IFU stroke as an adverse event that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021 the patient presented with neurologic dysfunction and was last known to be at baseline or well/normal limits at 0600. During post-operation, the patient was extubated at 1700. Primary team noted the patient was following some simple commands but would not open their eyes and would not respond verbally. It was at that time a stroke alert was called. A neurology exam was performed at 20:07 on (B)(6) 2021 and at that time, the patient began following commands and naming. There was no lateralizing weakness but drift in all extremities, no aphasia and able to name, no gaze preference, no hemianopsia, there is dysarthria. CT indication was difficulty speaking post-extubating, garbled speech; impression focal hypodensity within the left caudate suggestive of acute infarct. No intracranial hemorrhage or mass lesion is identified. The patient was not a candidate for IV thrombolysis because of being outside the acute treatment window and recent major surgery and not a candidate for thrombectomy because there is low suspicion for large vessel occlusion (lvo). The reported outcome was ongoing at time of study completion or withdrawal. No additional information provided.

Manufacturer narrative:
The patient¿s weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.